Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: sweden.

Event description:
It was reported that during surgery the plate that was used was a different size than what was indicated on the packaging. The indicated size on the package was 1.5:1 but it was a 3:1 ratio. There was a larger hole in the taken graft but the graft was utilized on the patient. The taken graft did not look good several days later as it was mushy and smelled bad. It was treated with saline-soaked compresses for one week with dressing changes. There was no delay in the procedure. Due diligence is complete and there is no additional information available.